Event description:
Routine complaint investigation confirms a falsey low blood glucose reading compared to laboratory blood glucose results. Analysis indicates that this malfunction, were it to recur for certain pts, under certain conditions, could result in serious adverse clinicial effects tot he user of the system. No injuries were reported in the field.